Event description:
Manufacturer reference # (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and nozzle units in the o2 gas module and air gas module were replaced. No goods have been received. The received log files confirm the reported event. Between may 9, at 00:53 and 11:12, several alarms for low and high o2 concentration were generated. A pre-use check was confirmed to be successful prior to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction between several parts within the o2 gas module and air gas module which led to oscillations, thus affecting the amount of gas being delivered from the gas modules. The nozzle units in the gas modules are likely to have had a contributing effect to this behavior.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to the patient a vibrating sound was noticed and the flow was oscillating. The o2 concentration was higher than set. There was no patient harm. Manufacturer reference # (B)(4).